Event description:
The customer reported to olympus during preparation for use, a image problem on the 4k camera head. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the image problem was due to a faulty cable, white balance button worked intermittent, a failed leak test due to a cable and the label on rear cover were faded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. H4: device manufacture date was also added to this follow up report. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation was unable to determine the exact cause of the faulty cable. However, it was likely that an image was not displayed because communication failure occurred due to faulty cable. Since leak occurred in the cable, it was likely that the faulty cable was caused by water or moisture invasion. Olympus will continue to monitor field performance for this device.